Event description:
It was reported that the patient's omnipod 5 application changed the patient's settings without user interaction. Patient's father reported it was the glucose target settings that had been changed. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported event or determine its root cause. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.a166u1ues3cyj1. Hardware: sm-a166u1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found navigations and changes to the target glucose profile. The audit logs showed multiple instances of buttons being pressed to navigate into and out of the target glucose setting menu and multiple instances of scroll wheels being interacted with and new profiles being saved. The engineering log files from these changes were overwritten and so cloud data for this period was downloaded. Review of the cloud data confirmed that each time a profile change was made and sent to the pod, an element of the profile was changed and sent to the cloud, including target glucose levels for segments, minimum glucose values for calculation, and the upper glucose limit. Review of the log files and cloud data found evidence of interaction with the controller to make all changes to the target glucose profile. No evidence of an unexpected setting change was observed in the available logs and data.